Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, the esd700 diode array on the distribution node pca, the l702 component, and the u713 components were all thermally damaged. The root cause for the strained cable was excessive force. The root cause for the thermal damage was unable to be positively identified. Manufacture dates: monitor: 1/25/2016, electrode belt: 2/8/2016.

Event description:
A us distributor contacted zoll to report that a patient experienced a treatment event from the lifevest. The patient was reportedly in a hospital with a nurse present at the time of the event. After the event, the monitor was unable to power up and continuous ECG recordings were unavailable due to damage to the monitor. The treatment event was unable to be confirmed. There was no death or serious injury associated with the alleged defibrillation event.